Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patients representative reported "capsular contracture iii, the implant is severely folded, fluid accumulation in the area of the implant, anxiety, psychological distress, pain, hard right implant and swollen." This record is for the right side. Device remains implanted.